Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the hc alarmed se 2240 in dwell 3 of 4. The baxter technical service representative (tsr) had the hp power cycle the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies or perform manuals to complete therapy. The hp stated that she would perform manual therapy. The tsr instructed hp to inform her registered nurse (rn) regarding the se 2240. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. The hp said she did manuals in the morning. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.